Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
Event was found in preparation for a biliary procedure. No other devices involved, no delay. Procedure completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to corrosion. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera bronchofibervideoscope had an image problem and the thumbstick was jammed, locking angulation. This issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the scope failed the dunk test, the forceps passage had a heavy dent that prevented the forceps instrument from entering the passage, the brush passage had a heavy dent that prevented the cleaning brush from entering the passage, the image was completely black, the switches 1 and 4 were not working, the insertion tube had heavy dents, the control body had corrosion, there was no up/down angulation, and the control knobs had no movement due to corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.